Event description:
The customer noticed a leak (approximately 20 ml in vol) under the beckman coulter lh500 hematology instrument the customer could not find the source of the leak. The field service representative (fse) found the needle bellows was not draining because the actuator for pinch valve (pv) 21 was sticking due to dried saline from a prior leak. The fse cleaned and lubricated pinch valve actuator and this resolved the problem. The root cause is attributed to the actuator for pv21 sticking, preventing the bellows from draining efficiently. No death, serious injury to patient or operator was caused by this event. Upon a recur, the operator may be exposed to biohazardous materials.

Manufacturer narrative:
(B)(4).